Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218161 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 218161, test base part number 195-430wjr/ lot: 215602. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 218161 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single-use: device discarded.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. This manufacturer's report addresses test three (3) of three (3). Repeat testing was not performed. Pcr confirmation testing (platform unknown) was performed the same day at an urgent care and generated a negative result. There was no reported patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. This manufacturer's report addresses test three (3) of three (3). Repeat testing was not performed. Pcr confirmation testing (platform unknown) was performed the same day at an urgent care and generated a negative result. There was no reported patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.